Event description:
It was reported that during a subcutaneous placement of the lead in the posterior trunk, the physician attempted to connect the lead to the "temporary extension." The proximal end of the lead fit into the connector block but the first screw found some resistance. The screw was loosened until it was completely removed. Taking the proximal end of the lead from the connector block the physician noticed the outer insulation between the contacts had slipped over the lead, exposing the conductors. Patient status was noted as 'no injury/adverse event' and there were no reported symptoms/injuries related to the event.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the lead, lot #0205960442, found the proximal end was stretched and the insulation torn under the #0 connector. There was a short between the #1 and #3 circuits at the #1 connector where the lead was stretched. Analysis of the extension found the #3 conductor was kinked at the #3 connector block indicating that the connector was twisted in the molded rubber. There also was foreign material in the connector bore, but it did not interfere with the insertion of a lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).